Event description:
The reporter stated that the bonded part between the connector and tubing came off. Blood leaked, but there was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.